Event description:
Customer reported that when the patient got up from the commode, the alarm did not sound and the patient fell. The patient sustained a minor abrasion on his left knee. No serious injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The alarm was received with the delay feature set at 2 seconds. The unit powers up with batteries. The unit sounds when weight is removed from the sensor pad and is silent when weight is applied to the sensor pad. Unit was tested with the returned commode sensor pad and it functions properly. Unit was also tested with a sensor simulator and it functions properly. The alarm passed all functional tests performed. However, one of the alarm battery springs is severely bent. The returned seat sensor pad was tested with a known working pn 8361 alarm and unit sounds when weight is removed from the seat sensor and it is silent when the weight was applied to the seat sensor. The seat sensor passed all functional tests performed. (B)(4).